Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), femoral stem - revision taper - nitrided cementless 17 mm diameter 135 mm stem length; (B)(4), unknown acetabular components. Reported event was confirmed by review of x-rays provided. The product was not returned, and its location is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-00535 .

Event description:
Patient underwent a left hip revision procedure approximately six years post-implantation due to fractured stem. The stem was removed and replaced. No other information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.